Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03457. It was reported the patient experienced ineffective stimulation due to high impedances and disconnection. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was not confirmed and cannot be fully analyzed due to the returned lead (b) was incomplete. As received, the returned stim end segment was passed isolation resistance testing. The cause of the reported event remains unknown.